Event description:
As reported by the field specialist, approximately 3 years post transcatheter pulmonic valve replacement (tpvr) procedure with a 24 mm homograft valve, the patient underwent a procedure in which a 20 mm sapien 3 ultra valve was implanted inside the 24 mm homograft valve that had failed due to calcification. It was noted that an 8 zig 3.4 cm covered cp stent was placed prior to implantation of the valve. Through the edwards implant patient registry (ipr), it was noted that the patient had a 20 mm sapien 3 valve implanted in the pulmonic position approximately 3 years 7 months prior to the implantation of the 20 mm sapien 3 ultra valve inside the 24 mm homograft valve. Imagery provided from the procedure with the 20 mm sapien 3 ultra valve showed no presence of a 20 mm sapien 3 valve in the pulmonic position. No further details regarding the 20 mm sapien 3 valve has been provided at this time.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, the sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). Additional information was received via medical records revealing approximately 3 years 7 months prior to the implantation of the 20 mm sapien 3 ultra valve inside the 24 mm homograft valve, the patient had undergone a valve in valve procedure with a 20 mm sapien 3 valve inside a non-edwards valve. Approximately 7 days post implantation of a 20 mm sapien 3 valve inside a non-edwards valve, an echocardiogram performed had showed moderate stenosis of the pulmonary prosthesis and trivial regurgitation. The pulmonary valve vmax was 3.87 m/s, the peak gradient was 60 mmhg and the mean gradient was 37.7 mmhg. Prior to implantation of the 20 mm sapien 3 valve inside a non-edwards valve, the patient was diagnosed with positive blood cultures with streptococcus mutans. The source of the bacteremia was unknown. The patient was being treated with medication. The patient had then presented to the hospital with shortness of breath, weight gain, abdominal pain/anorexia and new oxygen requirements. They also presented with transaminitis as well as moderate right pleural effusion. The patient was transferred to a transcatheter aortic valve replacement (tavr) implanting hospital for further management of their heart failure as well as transcatheter non-edwards valve replacement in the setting of worsening heart failure. After the patient underwent implantation of a 20 mm sapien 3 valve inside a non-edwards valve, they were discharged. There was no indication of what occurred to the 20 mm sapien 3 valve after the patient was discharged. Additionally, there was no indication if the streptococcus mutans resolved via antibiotic treatment. Although there were no additional details provided related to the 20 mm sapien 3 valve, it is more than likely this valve was explanted as imagery was provided showing no presence of a 20 mm sapien 3 valve at the time of the implantation of the 20 mm sapien 3 ultra valve inside the 24 mm homograft valve. The cause of the explant could not be confirmed. Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, the sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.